Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the implant site. Programming and an x-ray determined that coverage had not changed, and the cause of the discomfort was not identified. The scs system was explanted.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Manufacturer narrative:
Updates made to: section d9 - device available for evaluation, device returned to manufacturer, and date. Device returned to manufacturer. Section g - date received by manufacturer. Section g6 - type of report. Section h6 - evaluation codes. Section h10 - manufacturer narrative. There was no allegation related to the scs system function or performance. The patient reported receiving adequate therapy. The x-ray did not reveal the cause of the patient's reported discomfort. Temporary or persistent post-surgical pain at hardware implantation sites requiring surgery (including revision, explant, and replacement) as a result is listed as a potential risk in the manufacturer's instructions for use (IFU). The manufacturing records were reviewed. The device met all requirements for release with no anomalies identified.